Event description:
The facility reported an infusion pump with depleted battery alarm. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
The pump was serviced at customer location. Evaluation was completed on 12 october 2005. The customer reported condition of depleted battery was confirmed. Batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.